Event description:
An ophthalmologist reported photochemical light damage on the retina. In the ophthalmologist's opinion, the event occurred because of a defective lighting cable or in general because of the spectra of the xenon light emission source. It is unk with which sys and custom pak was the surgery performed. One day postoperatively the pt presented with a closed macula foramen with a small interception of the pe receptor complex in the fovea. In the upper nasal area of the macula there was a pe-reaction, probably light-toxic. An adjustment of new glasses was recommended. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4). This report was mailed to FDA on: 08/07/2014. (B)(4).